Manufacturer narrative:
Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. The reason for reoperation is breast revision with implant exchange. This is a known potential adverse event addressed in the product labeling.

Event description:
Healthcare professional reported a right side "ruptured saline implant." Device has been explanted.